Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of an anterior communicating artery aneurysm an orbit galaxy g2 (641cx3509/c12006) coil was reportedly not attached and a presidio (pc410051730/c17511) felt gritty when pushing through the echelon 10 catheter (details unknown). The facility "screened" the orbit galaxy g2 and did not see the coil detached elsewhere. At the time of initial contact the products were available for return.

Manufacturer narrative:
When the device positioning unit of the galaxy g2 entered the aneurysm the coil did not enter the aneurysm and form a shape as expected. The facility ¿screened¿ for the orbit galaxy g2 from the brain down to the grain over the access path to the brain and did not see the coil detached elsewhere. It was determined that the coil had been detached accidentally when the coil could not be found or seen in the body or attached to the delivery wire. When the presidio felt gritty when pushing through the echelon 10 microcatheter it was removed and the microcatheter remained in place. The issue occurred at the proximal shaft after inserting through the hub of the microcatheter. The presidio was available for return but the galaxy g2 system was not saved. The procedure was delayed as they had to start from the beginning after devices that accessed the aneurysm were pulled out and checked. However there is no mention of a patient injury due to the delay. Other microcoil systems (details unknown) were used to continue the procedure. There was no damage to the galaxy g2 packaging. The galaxy g2 was stored in a cupboard at a ¿perfect temperature¿ and is regularly checked. The presidio did not kink or bend at any time. The microcatheter used with the presidio did not kink or bend at any time. When the presidio was removed from the patient there were no damages on any part of the device. An adequate continuous flush was maintained through the catheter. The g2 complex will not be returned, therefore the root cause of the coil either not being attached or having an unintended detachment off the dpu cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.